Event description:
During a urethrostomy (slitting of the urethra) carried out in (B)(6) 2009, the blade of a stricture scaplel broke off. The broken-off piece was removed from the pt's bladder during the same intervention. There were no adverse effects for the pt or the surgical procedure.

Manufacturer narrative:
The stricture scalpel has the lot identification number 1050279 and had been produced in october 2008. The guide tube broke in the area of the blade retaining bore. The straight cutting edge of the ceramic blade is damaged, with small chippings of the material. On the broken-off tube section with the blade fully in place, there are material upsettings that represent a typical result of overloading by bending. The fact that the wall thickness of the retaining bore is below the tolerance may have contributed to the fracture. (B)(4). No comparable complaints or claims have been registered or filed. In avoidance of similar cases the relevant dimension of the bore diameter has been defined as a check dimension and has been marked as such on the relevant drawing. Consequently there will be a 100% check ensured.